Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported that yesterday when they went to charge their ins, they noticed that the ins battery remained at 100% all day. Caller stated that they also saw a message that stimulation was off and they didn't remember turning stimulation off, so they pressed the button on the screen to turn stimulation back on. Caller mentioned they charge every morning and around 6 or 7pm the battery is normally at 40%. Caller also mentioned they were seeing looking for device "a lot" last night on their controller and so they would put their controller up against their ins. Agent had caller unlock the controller and caller reported controller was at 80% and ins at 50% that stimulation was currently on and in group c. Agent had caller reset the controller and provided information on stim on/off button.